Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, defibrillation threshold (dft) test was deferred due to respiratory/hemodynamic reasons. Additional information was provided that prior to the case beginning, anesthesia was given and the patient was intubated for the procedure. There was difficulty maintaining proper oxygenation and blood pressure. The patient was stabilized with 100 percent flow of oxygen and pressors. The field representative noted this was an unrelated complication to the actual implant.